Event description:
During analysis of the shapematch clinical trial data it was discovered the patient had required washout and debridement including a liner change from deep infection on (B)(6)2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
Manufacturing date corrected. An event regarding infection involving a triathlon x3 cs insert was reported. The event was not confirmed. Device evaluation and results. Visual, dimensional, and functional inspections were not performed as no items were returned. Medical records received and evaluation. Insufficient medical records were received for review with a clinical consultant. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
During analysis of the shapematch clinical trial data it was discovered the patient had required washout and debridement including a liner change from deep infection on (B)(6) 2012,

Manufacturer narrative:
An event regarding an insert exchange due to deep infection involving a triathlon insert was reported. Conclusion: based on the provided medical records, the surgeon explanted and re-implanted the reported insert. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
Update: on (B)(6)-2012, the primary insert was explanted, rinsed, and re-implanted.